Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a human hair was found outside the sterile pack of a certas valve (ID 828804) during procedure. The procedure was completed with a replacement product available. No patient contact/injury reported and the event did not led to surgical delay.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation: device history record (DHR) - lot 5178680 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: a hair was found on the paper of the unopened inner blister lid (on the out side of the paper). The procedure testing was studied: loose particles strictly above 3.00 mm are refused. The complaint is confirmed. The issue was show to the production team. The root cause for the issue reported by the customer was due to human error. The specs in the working instruction were not applied. An awareness training was performed.